Event description:
On 11/05/2014, the patient¿s health care provider contacted animas indicating that the patient was experiencing ¿trouble lately with high sugars and ketones¿. No blood glucose or ketone values were provided. Animas attempted to follow up regarding this issue but has been unsuccessful making contact at this time. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 09/16/2015 device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: the pump was returned with corrosion noted in the battery compartment. During testing, the pump emitted audible and vibratory alerts and entered a continuous reboot cycle. The pump display screen remained blank during testing. A leak test was performed and the pump was found to be leaking from the battery compartment. The pump was opened and no additional internal moisture was found.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.